Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen was frozen and could not be cleared. The customer's blood glucose level was 158 mg/dl. The customer was to continue to use the pump for insulin therapy.